Manufacturer narrative:
Device was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 32 mg/dl and other blood glucose was 35 mg/dl. Customer stated that they needed training, since last 3 weeks they had been having low blood glucose. Customer had neglected to follow through with training and the insulin pump was beeping all the time. Customer was treated with glucose tablets. Customer was not available to troubleshoot on insulin pump. Customer stated that the insulin pump will not be returned for analysis.